Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed. The force and circumstances required to cause the breakage could not be determined. The returned used segment did not account for the entire needled suture product, so a complete examination could not be performed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent lung transplant procedure on (B)(6) 2015 and suture was used. The suture was placed pericostal around the ribs. It was reported that the patient tissue was normal with full intact ribs. The patient was immunosuppressed status-post transplant. On (B)(6) 2015, the patient experienced post-operative suture breakage of the pericostal closure. On (B)(6) 2015, re-operation was performed and knots were found intact with broken suture and re-closure was performed. The physician opines suture weakness contributed to the event. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.